Event description:
A veran representative contacted veran customer support (vsupport) on behalf of the user and reported that the sys-4000 would not turn on when the system was powered on. The system had to be opened up and the power button on the central processing unit (cpu) had to be pressed to turn the system on. There was no reported patient or user harm.

Manufacturer narrative:
The subject device was returned to the manufacturer for evaluation. The repair center confirmed the device would not turn on using the external power button and the cpu was not functioning properly. The cpu and necessary cables were replaced to address the issue. The device was confirmed to be working as expected and passed all testing. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection. Note that this report is intentionally being designated as medwatch number 3007222345-2024-00500. This report is being submitted via the esg portal/webtrader, rather than through an electronic database that utilizes an automatic numbering system. So that this report will not conflict with any future automatically generated medwatch report numbers, we are using '-00500' as the starting point for any reports being submitted through the esg portal/webtrader.